Event description:
It was reported that a user contacted support for assistance with a supply change, which was completed without incident, and subsequently reported a blood glucose value of 64 mg/dl while feeling fine. Symptoms included hypoglycemia without reported associated adverse symptoms. Outcomes included user self-treatment with oral glucose tablets and no further medical intervention or hospitalization. Investigation included troubleshooting and education provided during the call. Investigation of this case revealed no device malfunction or component issue identified, and the cause of the hypoglycemic event remained unclear. It was concluded, based on previously established findings for similar reports, that the event was unpreventable or cause not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.